Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo meter was reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter reads "pc" when inserting the test strip. On (B)(6) 2021, as a result of not being able to monitor their blood glucose, the customer had a loss of consciousness. The customer¿s nephew assisted the customer with self-treating with insulin (dosage unknown). No further information was reported. There was no report of death or permanent injury associated with this event.